Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the patient was able to fill the cassette, but no medication was going to the pump. She believes that the tube was pinched after the cassette was undamped. She had a backup device to switch to but device was still replaced. There were no missed doses. Patient reported side effects such as diarrhea, headache, and loss of appetite. It is unknown if there was patient, or clinician injury associated with these occurrences or if the side effects resolved. No further details provided at this time.